Event description:
Per the physician, the stroke and cognitive changes were due to external factors unrelated to vns therapy. Physician reported the patient seizure frequency was below pre-vns baseline. The report of seizure disorder was confirmed to be inaccurate. No additional relevant information has been received.

Event description:
It was reported that the patient was admitted to the ICU due to cognitive impairment and a seizure disorder. Additional information was received noting that the patient experienced a stroke and is currently recovering. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had their generator replaced. The explanted generator has not been returned to the manufacturer to date. No other relevant information has been received to date.